Event description:
The doctor of a (B)(6) old male pt contacted zoll customer support to report that the pt's electrode belt gelled. The pt was in the emergency room (ER) and his device was removed before the battery was pulled. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon evaluation, pins in the trunk cable connector were bent. The bent pins caused the belt to gel. The cause for the bent pins cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.